Event description:
It was reported that the customer experienced docking problems regarding recognition and/or engagement issues with patient side manipulator (psm) 1. No further information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm )1. The system was verified and ready for use. The unit was analyzed and during visual inspection, no issues were found that would be related to the reported event. The psm unit was installed onto a golden system, and when installing a sterile adapter (sa), the sa would pop off on one side when tested with multiple sterile adapters. Despite the retention issues, fa was able to install the sa and instrument and drive the psm unit with no issues. The psm unit was then installed onto a patient side cart fixture test platform (pftp), where it passed all testing within specification. As a result of these findings, fa has concluded that the sa mount is the root cause of the reported event. Additionally, during visual inspection, the outer insertion shroud cover was seen to be cracked. As a fix, the insertion shroud covers will be replaced; during pftp testing, the idm screen was found to have burn-in, so it will be replaced. The complaint was confirmed by failure analysis. The root cause was attributed to a sa mount. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.